Manufacturer narrative:
(B)(4). Final device analysis of the infusion pump revealed the following: there was a miscellaneous pump alarm/ resonator anomoly.

Event description:
It was reported the pump was replaced because it was nearing eri (elective replacement indicator).